Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a wavelet detection and the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst noted that episode 4407 did not match wavelet due to egm myopotential noise, leading to inappropriate therapy. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies. The implantable cardioverter defibrillator (ICD) device showed stored episodes where wavelet did not match with visible myopotential noise. Reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.